Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed the shipping address, sent a replacement pump, and instructed the caller on returning the malfunctioning pump within 10 days to avoid charges. The caller was also advised on how to program pump settings and connect their cgm to the replacement pump.